Manufacturer narrative:
For the reported malfunction, a device was returned to bd for evaluation. The evaluation identified the balloon detached from the catheter and stuck in the sheath. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model atg80144 pta balloon dilatation catheter allegedly experienced a retraction problem and detachment. This information was received from one source. The malfunction involved a patient with no reported patient injury. The patient's age, weight, and gender were not provided.